Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the following: "if greater than usual resistance is felt during delivery system withdrawal into the guide catheter, the stent system and guide catheter should be removed as a single unit" and also "once the stent delivery system has been removed, do not reuse." (B)(4).

Event description:
It was reported that removal difficulties and stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 18mm in length, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified left main (lm) artery. After a 3.5 x 32 synergy¿ stent was implanted in the proximal left anterior descending (lad) artery, a 4.00 x 20 synergy¿ stent was advanced but after several attempts, the stent failed to cross the lesion. The device was removed and dilatation was performed with a non bsc balloon catheter. The device was then reinserted and was tried again to cross the lesion but resistance was felt. The device was attempted to be pulled out from the patient's body but could not be removed. The physician tugged a little and the stent came off from the delivery system into the lm. Subsequently, a small sized balloon catheter was advanced to crushed the dislodged stent against the lm wall. A 4 x 24 synergy¿ stent was then advanced and implanted to treat the target lesion as well as to cover the crushed stent and the procedure was completed. No patient complications were reported and the patient's status was stable.